Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the patient presented with ¿severe ai¿, 9 months post placement of the 29mm sapien 3 valve in the aortic position via transfemoral approach. A valve in valve (v-I-v) was performed and a new 29mm sapien 3 valve deployed without issues.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
As reported by field clinical specialist (fcs), the patient presented with ¿severe ai¿, 9 months post placement of the 29mm sapien 3 valve in the aortic position via transfemoral approach. The new valve deployed without issues. This (B)(6) gentleman who underwent transcatheter aortic valve replacement with a 29 mm s3 valve. He had noted some perivalvular leak and possibly some central perivalvular leak after his procedure. He developed congestive heart failure and was noted to have worsening central valvular insufficiency. The majority of his valvular insufficiency was found to be central by tee. He was treated with anticoagulation with no improvement. It was felt that there was a mechanical issue with one of his cusps of the implanted tavr valve. The implanting physician decided to bring him back for redo implantation nine months post initial implant. He is having acute on chronic congestive heart failure with just this week, having gone to the congestive heart failure clinic to receive IV lasix. The 29 mm valve was positioned over the balloon in the descending aorta using standard techniques and then crossed into the aortic annulus. Under rapid pacing, the team deployed the valve without any problem. Postoperative tte demonstrated trace to mild perivalvular leak in the same place that it had been before but complete resolution of the valvular aortic insufficiency.

Manufacturer narrative:
(B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening central aortic insufficiency (cai) is unknown, however, may be due to patient factors not provided and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.